Event description:
It was reported that constant standby mode was observed with the first fiber @ 4:44 minutes of use. 37,285 joules used. The fiber was exchanged and the second fiber ¿inner core began rotating inside the fiber, excessive standby mode¿ @ 35:27 minutes of use. 346,447 joules used. The dr. ¿converted to turp to complete the case successfully. Patient outcome "ok" reported. This event is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber and the glass cap is loose at this location; the metal cap was removed during failure analysis; the glass cap section is blackened and contaminated. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).